Event description:
It was reported that the customer's insulin pump was included on the list of scroll wrap pumps. Customer has a 523 pump also and it will be replaced with an updated 523 when they become available. Customer mentioned having a no delivery alarm recently. Call was dropped. Customer was called back but there was not answer. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.